Event description:
Clinical study. It was reported that 249 days post index procedure, the pt experienced a myocardial infarction (mi). The pt also experienced a target vessel reintervention (tvr) on day 251. The pt was admitted on the day of the index procedure after awaking with his "anginal syndrome" which consisted of jaw, shoulder and back discomfort with some nausea and reflux type symptoms. ECG showed changes from the last ECG. Coronary angiogram revealed 70% mid stenosis. The lesion was 2.5 mm wide and 20 mm long. Target lesion 1 was directly stented with a 2.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged 1 day later on aspirin and plavix. The pt was admitted on day 249 after experiencing acute onset of chest pain radiating to his arms. ECG showed acute st elevations and changes; enzymes were also consistent with mi. The pt was treated with beta blockers, aspirin and nitroglycerin and chest pain "essentially resolved." Repeat ECG showed minor st elevation in the same lead, but much improvement from admit ECG. The pt was transferred to the study site for emergency catheterization. Coronary angiogram that day revealed the rca with an area of haziness in the stent in the proximal and mid vessel; 80% mid stenosis just distal to the stent, but with timi grade iii flow. It was noted that the pt had been off plavix for approx 3 weeks. The next day, the pt was seen in consultation and was felt to be an appropriate candidate for surgery. On day 251, off-pump CABG x 3 was performed including lima to lad, svg to diag, and svg to rca. Post-procedure, ck enzymes were elevated. Site did not wish to report this as an mi, since ckmb enzymes were not elevated and therefore did not meet guideline criteria. The pt was discharged 5 days later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the mi/tvr and the taxus express2 stent.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 7691613 found that the device met its material, assembly and product specs, at the time of release to distribution.